Event description:
The reporter stated the surgeon inserted an ac5010v three piece silicone lens. The back haptic broke during insertion in the eye. The incision was not widened, the surgeon cut the lens in half to remove from the eye. Another same model and size lens was implanted and sutures needed to close the wound. Cause of this incident was improper loading.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product found the lens optic cut in half. One loop haptic is completely torn off and missing. Half of other loop haptic is torn off and missing. There was evidence of clear surgical residue. User error caused event. Based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to improper loading. (B)(4).